Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Report 1 of 2 customer reports two events of 0.8% surigscreen lot# vss808 exp 5/24/2016 gave false negative reactions when patient samples known to contain antibodies failed to react using anti-igg gel card. (Provue testing). Patient #1 was known to have anti-fyb and vss808 cell # 1 and 2 were expected to show reactivity but did not. The specimen being tested was aged (drawn on (B)(6) 2016) but parallel testing with a different 0.8% surgiscreen lot did show the expected positive reactions with the fyb positive cells (cell#1 and cell#3). Repeated testing of vss808 and the same patient sample with an extended incubation of 45 minutes was also done but the reaction was still negative. Patient #2 was known to have anti-k and vss808 cell# 3 was expected to show reactivity but it did not. The specimen was drawn on (B)(6) 2016. For troubleshooting the customer tested this sample in parallel with a different 0.8% surgiscreen lot and k antigen on cell#1 did react 2+). Repeated testing of vss808 and the same patient sample with an extended incubation of 45 minutes was also done and customer was satisfied with the 1+ that was achieved. Ortho advised customer to perform antigen testing with commercially prepared anti-fyb and anti-k antisers. Customer agreed to do so and reported the reactions proved the antigens were present as indicated on the antigram: ortho discussed cell suspension and how low concentration of cells could create false negatives. Customer stated two different sets of vss808 were tested after the vials were properly mixed. All qc passed using ortho confidence kit but the antisera in the kit does not contain the same antibodies in question (anti-fyb and anti-k). Issue started on: (B)(6) 2016. Frequency: two events. Methodology used: manual gel and provue (see crossref). Incubation time (for manual test only): 15 min. Reaction grade obtained: neg. Customer was expecting: pos. Cards /cassettes/ storage condition temperature: as per IFU. Visual appearance before use: acceptable. Reagent red blood cell storage and handling: as per IFU. Customer tested in parallel with another lot of 0.8% surgiscreen which expired 4/26/2016 but was tested for informational purposes only. Ortho discussed specimen acceptability, how aged specimens are not recommended due to the loss of antibody potency, and how antigen variability between donors can exist. Customer recalls the original positive reactions were weak (1-2+) customer was satisfied with confirmation the antigens are present on the cells and agrees the issue was sample related. Customer requests for alternate lot of surgiscreen cells to have on hand should these patients return for testing. Ortho agreed to send an alternate lot for troubleshooting purposes.